Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing a high blood glucose (bg) level of 350 mg/dl. The customer was uncertain of the suspected cause, however they declined troubleshooting with tandem technical support. The customer administered a corrective bolus to address their bgs. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose was impacted (280 mg/dl). The customer delivered a corrective bolus. Reportedly, the customer has lantus and manual injections available as alternate insulin therapy.